Manufacturer narrative:
After reviewing the records generated during the manufacturing process (DHR) and the incoming inspection records, we found no evidence or deviation in the records reviewed during the manufacturing process. The materials used for the manufacturing of the sales order were inspected and met the acceptance criteria. The aligners were inspected and met the inspection criteria according to procedure 0281-wi-aln-005-3 aligner final qc & wash, visual detection of the defect.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a patient experienced having an allergic reaction to the use of nontemplate aligner arch. Symptoms included swelling of the lips and irritation of the gums.